Manufacturer narrative:
Other applicable components are: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a manufacturer's representative via a consumer and a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain and post lumbar laminectomy syndrome. It was reported that the patient no longer feels stimulation in the lower back. The patient reported feeling stimulation in all places on lead in right belly, and the patient is not getting relief from the stimulation. The patient also reported pain at the pocket site. The representative tried hd options, and checked impedances, which were within normal limits. The representative was unable to recapture the lower back. The representative stated that the patient had an appointment on (B)(6). The hcp removed the neurostimulator on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.